Event description:
It was reported that the patient stated: "I'm going to have the implant took out as I can't get it to work. I'm scheduled to have it done on (B)(6) 2019. Doctor says I should be able to make it work." The patient also claims pain such that he has been in bed for two weeks. He also claims that no one has shown him how to use his device. Patient education has already contacted the patient to give him further device training. No more information is available at the moment, additional information will be provided as it becomes available.